Event description:
The device was returned for a valve 2 leak failure. After the device was provisioned to 5.9.2 software, the leak failure is unable to be reproduced anymore. The pump passed mock infusions. An internal investigation was performed and the rear cover o ring on the handle is showing signs of wear and will need to be replaced. No other damage was identified.

Manufacturer narrative:
N/a

Event description:
The following has been reported: staff reported: pump has issue this morning during an active infusion. It was running just fine, but this warning came up on the screen, stopping the infusion. It did affect patient care, as it was during an active infusion of pitocin. Waiting for confirmation of no patient harm and for staff to send logs. A preliminary review of the logs identified the following issue: pneumatic valve leak failure (valve 2) an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported.